Manufacturer narrative:
A specific root cause could not be determined. Based upon information provided for investigation, a pre-analytical sample related issue is assumed to be the root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable c-reactive protein gen.3 (crp) result for one patient on their p-module. The customer stated the patient's sample was transferred to a sample cup before being put on the analyzer. The patient's initial crp result was 0.1 mg/l and it was reported to the ward. The physician called the laboratory asking for the sample to be repeated since the initial result did not correspond with the clinical picture. The sample was repeated and the result was 121.5 mg/l. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The crp reagent lot number and expiration date were requested but not provided.